Event description:
Procedure: lobectomy. According to the reporter: the staple line did not form properly in the middle of two firings. Proximal and distal staples formed but middle did not. The pt had little more than normal fluid loss in drains the first couple of days in ICU, but has not recovered and was discharged from ICU unit in 2009 to the medical floor.

Manufacturer narrative:
Initial report sent to FDA on 10/26/2009.